Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed and it was not opening. A field service engineer found the drawer was not engaged or closed properly due to a faulty interface printed circuit board and open sensor. The field service engineer replaced the interface printed circuit board and open sensor, to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.